Event description:
Patient reported an increase in heart rate from ~60 bpm to over 150 bpm periodically. No further relevant information has been received to date.

Event description:
Information was received from the physician noting the cause of the tachycardia is unclear but possibly pain related. Patient had reported some pain in her neck down to her arm which started about 4 weeks post vns implant. She had also reported throat pain. It is unclear if this is the pain that the physician was referring to as a potential cause of the tachycardia. It was noted the symptoms resolved and no intervention was noted no further relevant information has been received to date.